Event description:
For a cataract surgery, the blade did not cut the cornea properly but tore it.

Manufacturer narrative:
A review of the device history records for the reported lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. The actual sample/package was not received to date. Sterile devices are being reviewed and the results will be submitted along with the results of the actual decontaminated device evaluation. A report of a dull blade / knife or bent tip occurring during a procedure can be the result of a damaged cutting edge, point or apex on the blade. Damage to the knife / blade has occurred when removing the knife from the protective foam, package or while preparing the knife for the procedure. The blade component edges and points can be damaged very easily if dropped, bumped, or come in contact with any hard, rough surface. Without receiving the actual device for review, receiving magnified photos of the blade edges, apex, and tip, or receiving detailed information regarding the method utilized to remove the devices from the foam/packaging, preoperative preparation of the device, detail of the procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time. A quality alert was generated as awareness of the failure reported by our customers. Completed 07/20/2023. Training was conducted on the quality alert. Completed 07/20/2023. A form for penetration test record was created to ensure the penetration test is conducted at the beginning of each job order. Completed 10/25/2023. In process inspection for blades after assembly/insertion process was re-enforced by replacing worn microscopes and re-training production personnel on the current visual standards. Completed 09/20/2023. Training was conducted for quality personnel to ensure the aql samples are taken randomly and thoroughly inspected at the end of the order. Completed 09/27/2023.